Manufacturer narrative:
The history log for this device showed the pad-pak was first installed in january 2010 and performed all self-tests up to the 5th january 2014. During this period 54 manual power ups, mainly under one minute duration were recorded in the device memory. The majority of these manual power ups occurred during the working week and at similar times and would suggest the user was power cycling the device. The device failed multiple self-tests due to a a low battery between (B)(4) 2014 and (B)(4) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure resulting in the green status led remaining constantly lit. The excess current drain and the measurements taken during the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be measured with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Memory full prompt on device, depleted pad-pak.